Event description:
A cartridge alarm occurred with the pump during the load process. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with loading a new cartridge, but the issue persisted, prompting the decision to replace the pump. The customer planned to use multiple daily injections as backup therapy and was guided on how to return the pump using a pre-paid label.